Event description:
It was reported there was noise on the venticular egm, no atrial sensing, and small p-waves, causing atrial channel amplification. The lead was replaced. Additional information received reported the patient had been shocked, due to oversensing, and the physician suspected a conductor coil fracture. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor fractured; partial lead in segments returned.